Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer changed the infusion set two days, prior to hospitalization. Troubleshooting was performed and the insulin pump passed the required tests. The customer also stated, he had a molar pulled out the day before hospitalization, and felt that could have contributed to the high blood glucose levels.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.